Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report that the patient was having large drain volumes with no alarms. A review of the patient¿s treatment records identified that the patient drained 3367 ml during drain 6 of the treatment. This drain volume is 187% the patient's prescribed fill volume of 1798 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient confirmed that they did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event and not completing treatment. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The device was returned to the manufacturer. A visual exam was performed. The rear panel was pushed in on the right side and the top cover was lifted up 1/16 inch. There were no indications of dried fluid inside the cassette compartment and no burrs or sharp edges found. The go/no go gauge check failed. During the initial simulated treatment, a scale reading error occurred in fill 1. The load cell verification failed at the 2000 gram and 4000 gram tests. An internal exam of the cycler showed the load cell was improperly at an angle on the load cell bracket. The left support block was dislodged. The right side of the rear panel was pushed forward in front of the right rear panel support block. The metal l bracket on the right-side of the rear panel that fastens to the right rear corner of the top cover cabinet was also bent. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. After straightening the load cell on the bracket, a simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. There were no fluid leaks in the test cassette. After straightening the load cell on the load cell bracket, the load cell verification was within tolerance. The cycler underwent and passed a system air leak and valve actuation test. An investigation of the cycler mushroom heads was performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the complaint was unable to confirm the reported event.